Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Based on the provided photos, the reported event was confirmed. Most likely, the issue was caused by a power surge from the local power grid. The defective power supply board is a supplier part, and the supplier has been notified. The power supply has a failure pattern indicative of a defective diode (d2) and the failure pattern was missing output voltage. Corrective actions were taken by the supplier due to the failure pattern. However, the affected device was built before the manufacturer of the power supply announced design improvements. It has been confirmed that the used raw materials (including the housing) are compliant with the applicable requirements of the fire prevention standard from iec 60601-1. A review of the complaint history revealed the reported event is known. Investigation of the machine files was not required because the defective power supply board is a supplier part. In addition, investigation of the power supply board itself was not required. Review of the device history record (DHR), repair history, service manual and/or instructions for use (IFU) was also not required as the reported failure is a known issue and has already been reported to the supplier. Based on the information available, the reported complaint has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical service that an aquac uno h had no display when plugged in; the screen was completely dark. It was reported that there was no 24 volt dc at the output of the power supply board. Upon further inspection, thermal damage was identified on the back of the board. There were no reports of the thermal overload switch tripping; the biomed said the reverse osmosis (ro) system would not even turn on. The biomed was told by the staff that a mild burning smell was noted when the machine first stopped working. There were no signs of any smoke, sparks, or flames. Although there were high winds in the area around the date of the event which resulted in some power outages, the biomed was unable to confirm there was a power outage at the user facility. The biomed confirmed there were no blown fuses in the local power supply. The biomed identified multiple signs of thermal damage (melting and burn marks) on the back of the power supply board. There were also black marks on the stainless-steel bracket that it was mounted on. Additionally, when the board was turned over it made a rattling noise. No other machine components were found to be damaged. To resolve the reported issue, the biomed replaced the power supply board. There were no alarm codes displayed when the biomed finally turned the machine on. No negative patient impacted was reported, and the biomed stated the facility has three other portable ro systems they can use. The biomed provided photos of the damaged power supply board for review. Ftp machine files were also provided. The sample is not expected to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical service that an aquac uno h had no display when plugged in; the screen was completely dark. It was reported that there was no 24 volt dc at the output of the power supply board. Upon further inspection, thermal damage was identified on the back of the board. There were no reports of the thermal overload switch tripping; the biomed said the reverse osmosis (ro) system would not even turn on. The biomed was told by the staff that a mild burning smell was noted when the machine first stopped working. There were no signs of any smoke, sparks, or flames. Although there were high winds in the area around the date of the event which resulted in some power outages, the biomed was unable to confirm there was a power outage at the user facility. The biomed confirmed there were no blown fuses in the local power supply. The biomed identified multiple signs of thermal damage (melting and burn marks) on the back of the power supply board. There were also black marks on the stainless-steel bracket that it was mounted on. Additionally, when the board was turned over it made a rattling noise. No other machine components were found to be damaged. To resolve the reported issue, the biomed replaced the power supply board. There were no alarm codes displayed when the biomed finally turned the machine on. No negative patient impacted was reported, and the biomed stated the facility has three other portable ro systems they can use. The biomed provided photos of the damaged power supply board for review. Ftp machine files were also provided. The sample is not expected to be returned for evaluation.